Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Please see updated sections: b5, e1, e2, e3,g3,g4, g7, h2, h6 and h10.

Event description:
According to the reporter, the device blade would not come out. No metal was exposed on the device jaw. The device was inspected prior to use with no abnormalities observed. Patient was under general anesthesia with a five minutes delay in the procedure due to a new replacement device was obtained for the procedure. The intended procedure was completed with a different handpiece, model number pk-cf0533 and lot fr909914. No piece of device fell into the patient abdomen. No patient harm was reported.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a complaint report via e-mail which stated while using thunderbeat for dissection of left ovarian cystectomy, in seal and cut mode, over a vascularized cyst wall and it stopped working. It was observed that something was coming off of the jaws. As the instrument was removed from the patient, a little white, translucent piece of plastic was coming off of the jaw.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based device investigation results, it was confirmed that the tissue pad was partially peeled off. The coating of the grasping section was partially peeled off. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation the activation failure possibly occurred due to an error that caused by contact with a surgical instrument or the non-insulated area of grasping section. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor complaints for this device.